Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Surgeon was implanting a variax distal radius xxl 11 hole 145mm volar dr plate on wednesday (B)(6). During the case 3 screws broke while trying to tighten down the screw to the plate. The plate (sterile packed xxl volar dr 11 hole 145mm) did not break, that stayed in the patient. The broken screws broke off just under the head. The screws distally went in fine and everything looked perfect. When we went proximal is when we encountered the problem. The screw started off fine and then when the screw was getting close to engaging the plate there was resistance and then the screw would break. We were able to get a few screws in and it was determined that we had the plate securely locked down to the bone so the doctor was fine with the outcome. This was a primary surgery.